Event description:
The customer reported that their olympus high flow insufflation unit's front panel display was intermittently going black during preparation for a laparoscopic procedure. According to the initial reporter, the intended procedure was completed using another device without any patient harm or procedural delays.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The screen was blacking out and an alarm was generated due to a faulty printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the faulty printer circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.